Manufacturer narrative:
Additional information: g3, h2, h3, h6. The results of the investigation are inconclusive since the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. Based on the information received, the cause of the reported material separation remains unknown.

Event description:
During an atrial fibrillation ablation procedure, the dilator became damaged, causing the needle to become stuck. As a result, the needle broke inside the dilator during transseptal puncture. The needle and sheath were replaced to complete the procedure with no consequences to the patient.